Event description:
Received info that there was breakage or dislodgement of the lead or extension. The sys was explanted. Devices has been returned to MFR for analysis. Pt was reported as suffering no injury and recovered without sequela. Additional info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.